Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. Final analysis found the surface of the proximal electrode covered with medical adhesive. This caused the lead to exhibit high impedance and threshold.